Event description:
It was reported that during preparation for percutaneous coronary intervention procedure, stent damage was noted. A 2.50x28mm promus element plus drug eluting stent was prepared and checked prior to the procedure. The physician noted that the stent was lifted. The procedure was completed with a different device. No patient complications were reported and the patient¿s status was good.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination found that the stent was damaged. Two struts at a row towards the center of the stent were lifted and pushed distally. The proximal end of the stent, and to a lesser extend the distal end, were flared. This "dogboning" effect is most likely caused by applying a minor positive pressure to the balloon. The hypotube was kinked at various locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during preparation for percutaneous coronary intervention procedure, stent damage was noted. A 2.50x28mm promus element plus drug eluting stent was prepared and checked prior to the procedure. The physician noted that the stent was lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.